Manufacturer narrative:
The actual device was returned for evaluation. The handpiece device was evaluated and the reported condition that the drill bits were not locking in was confirmed. An assessment was performed and it was observed that the device would not secure the cutter or attachments. During repair it was observed that the springs in the burr lock came out of position and were not pushing on the lock tabs to secure cutters or attachments. This issue is consistent with running the device without the cutter installed, which is failure to follow the directions for use (dfu). The assignable root cause was determined to be component damage due to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the drill bit devices were not locking on the motor device. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.